Event description:
On 04/10/2000, the facility's inventory resource coordinator informed the manufacturer's (MFR) representative that the facility experienced a problem with the product in question; however, the coordinator did not have all the information available at the time of contact. On 04/13/2000, the surgeon informed the MFR's district sales manager of the following: the device was not working, unable to get blood return. The device was accessed again and withdrawal resulted in air bubbles. As a result, the device pocket was opened, device body removed and replaced with another device without further incident. No further problems were encountered. No further details were provided.